Event description:
Mediport 6 french power port inserted for long term IV access for IV chemotherapy in (B)(6), with newly diagnosed leukemia. On (B)(6) 2012, patient underwent removal of device as chemotherapy has been completed. Removal of catheter required use of c-arm with insertion of a 7 french groin sheath to pass over the guide wire and catheter to free it from the vessel wall. Cxr in the operating room identified embolized catheter tip in the left lung field. Interventional radiology consulted and attempted removal which was unsuccessful after multiple attempts. Catheter tip is now peripheral and it was recommended by interventional radiology and vascular surgery to be left alone, since complications to remove would be higher than leaving in its present location.